Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 05/16/2002 including operative report for right hemicolectomy, appendectomy were not provided.] On (B)(6) 2002: (B)(6), md. Operative report. Preoperative diagnosis: multiple small bowel obstruction from adhesions, incarcerated incisional ventral hernia, hypogastric area. Postoperative diagnosis: multiple small bowel obstruction from adhesions, incarcerated incisional ventral hernia, hypogastric area. Assistant: (B)(6), md. Operation: abdominal exploration. Lysis of adhesions. Ventral incisional herniorrhaphy with dual mesh screen measuring 19 x 15 cm. Anesthesia: general. Operative findings: this patient had right hemicolectomy for crohn¿s disease, appendectomy, and developed nausea, vomiting, obstruction and also incarcerated ventral hernia. Finding at surgery shows multiple small bowel obstruction from postoperative adhesions and incarcerated ventral hernia. Finding at surgery confirmed the adhesions and incarcerated hernia. Meticulous, blunt dissection was carried out to free this adhesion. Operative procedure: ¿under general anesthesia the abdomen was prepared and draped in sterile fashion. Foley catheter and levin tube was inserted. At that time the patient received prophylactic antibiotics of cefotan. Incision was made in the previous midline hypogastric incision, carried around the naval and upward. Incision was carefully deepened in subcutaneous tissues and the hernia was opened and extended towards the epigastric area. Bookwalter retractor applied. The incarcerated bowels were then freed from the hernia sac and bleeders ligated with #2-0 and #3-0 vicryl. The small bowel was then freed from the ligament of treitz to the anastomosis of right ileocolic anastomosis. The area was irrigated thoroughly with antibiotic solution and suctioned. Tissue planes were then developed from the abdominal wall and the sac was excised. The peritoneum and fascia were then closed with figure-of-eight sutures of #0 ethibond. The abdominal wall was then reinforced with dual mesh screen measuring 19 centimeter length and 15 centimeter in width. This was sutured in place with interrupted sutures of #2-0 ethibond. The abdomen wall was then irrigated thoroughly with antibiotic solution. Two drains were placed in the right anterior lumbar area and secured with #0 silk. The subcutaneous tissue was then closed with running sutures of #3-0 chromic and the skin was closed with skin clips. Sterile pressure dressing applied to the wound. Instrument and needle counts correct. Blood loss minimal. The patient tolerated procedure well and brought to the recovery room in satisfactory condition.¿ on (B)(6) 2002: [facility ni]. Implant record. Gore-tex® dualmesh® biomaterial. Item#: 1dlmc04. Lot#: 01245659. The records confirm a gore® dualmesh® biomaterial (1dlmc04/01245659) was implanted during the procedure. [Missing records: records between 05/16/2002 and 10/25/2009 were not provided.] On (B)(6) 2009: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: chronic abdominal pain. Ventral incisional hernia with small bowel incarceration. Postoperative diagnosis: acute partial bowel obstruction. Ventral incisional hernia. Infected kugel composite mesh. Anesthesia: general. Procedure/operation performed: exploratory laparotomy. Lysis of interloop small bowel adhesions and obstruction. Extraction of infected kugel composite mesh. Ventral hernia repair with collamend. Procedure/operative findings: presence of multiple adhesions intra-abdominal involving the small bowel with multiple interloop adhesions. The proximal small bowel is larger than the distal. The liver, gallbladder, pancreas on palpation is normal. There is no sign of any crohn¿s disease. The previously placed kugel hernia composite mesh was doubled on its diameter with some necrotic debris inside. Procedure/operation description: ¿under satisfactory general anesthesia with the patient in supine position, is prepped and draped in the usual sterile monitor. A subxiphoid incision from the previous surgery extending in the midline to suprapubic area was made with a skin and subcutaneous tissue. Bleeders were cauterized. The peritoneum was entered above the composite graft kugel and subsequently removed or extracted the infected graft. The incision was extended to above the suprapubic bone. The previously placed kugel composite graft was removed by means of sharp dissection and submitted for pathology for culture and gram stain. The bookwalter retractor was then in place. Subsequently, the small bowel is lysed from the ligament of treitz down to the cecum. There are multiple interloop adhesions. There was sign of partial obstruction the proximal small bowel larger than distal bowel. There is no perforation encountered on dissection. On exploration further, the liver, gallbladder, and pancreas were normal on palpation. Repair of the ventral hernia was performed with a collamend measuring approximately 17.8 centimeter x 22.9 centimeter placed intraperitoneally with a running suture of #1 pds on both side and superiorly. Closure of the incision was then done with a double-stranded 0 pds with intermittent placement of a retention suture. The retention suture is tied over a plastic bridges. Prior to the skin and subcutaneous closure, a jackson-pratt (jp) drain was placed subcutaneously and the skin with skin staples. The incision was then dressed with dry sterile dressing. The procedure was terminated with the patient tolerating the procedure well. Estimated blood loss approximately 150 cc. Sponge count and instrument count are correct.¿ on (B)(6) 2009: [missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2009 procedure was not provided.] There is no mention of gore device removal or infection involving the gore device in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2002: (B)(6) hospital center. (B)(6), md. History and physical. Nausea, abdominal distention, pain and mass in right lower quadrant. Had bowel resection in 1999 for crohn¿s disease. 1998 had cholecystectomy, 1963 appendectomy. Followed in office for hypertension, hiatal hernia with gastroesophageal reflux. Weight 212 pounds. Abdomen: incarcerated right lower quadrant ventral hernia. Prior right hemicolectomy. Impression: incarcerated right ventral hernia, overweight, postoperative adhesions, partial bowel obstruction, hypertension, lumbar disc syndrome. (B)(6) 2002: (B)(6) hospital center. (B)(6), md. Consultation. Indication: chest pain. Impression: atypical angina/non-cardiac chest pain. Reasonable candidate to proceed with surgery at a fairly low risk. While getting prepared for surgery, developed pain in epigastric region, toward right side. Suspect related to gastroesophageal reflux disease and gastrointestinal etiology. Abdomen: mild epigastric tenderness. (B)(6) 2002: (B)(6) hospital center. [Signature illegible]. Anesthesia record. Asa 2. (B)(6) 2002: (B)(6) hospital center. Implant record. Gore-tex dualmesh biomaterial. Item#: 1dlmc04. Lot#: 01245659. [Handwritten] goretex dual mesh. Not recalled per paul carter. (B)(6) 2002: (B)(6) hospital center. (B)(6), md. Pathology report. Surgical number: s-2002-3732. Specimen submitted: hernia sac. Umbilical hernia. Repair of hernia. Diagnosis: hernia sac, umbilical. Gross: the specimen is received in formalin and labeled as hernia sac. The specimen consists of two pieced of membrano-fatty tissue measuring in aggregate 15 x 10 cm. No mx. Microscopic: not performed. (B)(6) 2002: (B)(6) hospital center. (B)(6), md. Discharge summary. Final diagnoses: multiple small bowel obstructions from adhesions. Incarcerated ventral hernia. Hypertension. Gastroesophageal reflux disease. Osteoarthritis. Hospital course: postoperatively recovered, no complications. Given IV fluids, electrolytes monitored; potassium replaced. Repeated cbcs done; normal count. Incision was healing well. Tolerating diet, up and about. Discharged. (B)(6) 2005: (B)(6) hospital center. [Signature illegible]. Emergency department visit. Abdominal pain, started 2-3 days ago, worse today. Review of systems: cough. Abdomen: soft, obese, sensitive area pre-umbilical. Impression: abdominal pain. Stable. Home. (B)(6) 2005: (B)(6) hospital center. (B)(6). Radiology¿CT abdomen with/without contrast; CT pelvis with contrast. Indication: rule out incarcerated hernia. Abdomen: impression: prominence of the intra- and extrahepatic bowel ducts. No obvious etiology for bowel duct dilatation. Surgical clips seen in gallbladder fossa consistent with previous cholecystectomy. Pelvis: radiopaque material located just anterior to the anterior abdominal wall musculature in midline. I believe this represents some surgical mesh used in the repair of a ventral hernia. Impression: postsurgical changes from previous ventral hernia repair. No evidence of incarceration of a hernia seen. (B)(6) 2005: (B)(6) hospital center. (B)(6). Radiology ¿ upper gi with air contrast. Indication: gastroesophageal reflux disease. Impression: small sliding hiatus hernia otherwise no other abnormality detected. (B)(6) 2005: (B)(6) hospital center. [Signature illegible]. Emergency department visit. Abdominal pain 2 weeks ago. Rash, headache, pain in shoulder; on prednisone for rash. Says blood pressure has been 230/130 for weeks; seen in emergency department, given clonidine. Chronic pancreatitis. Impression: hypokalemia, headache, hypertension. (B)(6) 2006: (B)(6) hospital center. (B)(6), md. History and physical. Positive occult blood test. Severe hypertension; blood pressure 200/100. Daughter called; patient drowsy, appears sick, may be having a stroke. Admitted for hypertensive crisis. Social: doesn¿t smoke or drink. Weight 219 pounds. Impression: hypertensive crisis, anxiety/panic disorders, history of occult blood. Plan: consult dr. (B)(6) for colonoscopy since canceled before. (B)(6) 2006: (B)(6) hospital center. (B)(6), md. Consultation. Has had crohn¿s disease with bowel resection and chronic lower abdominal pain. Abdomen: midline scar incision from previous surgery. Impression: chronic abdominal pain. Possibly recurrent crohn¿s disease. (B)(6) 2006: (B)(6) hospital center. (B)(6), md. Procedure report. Total colonoscopy. Preoperative diagnosis: chronic abdominal pain, crohn¿s disease of large bowel. Postoperative diagnosis: diverticulosis of sigmoid colon, hyperplastic polyp in rectum. Impression: presence of multiple diverticular openings in sigmoid colon and left colon. Small, probably 2-millimeter polyp in rectal area. (B)(6) 2006: (B)(6) hospital center. (B)(6), md. Discharge summary. Had positive occult blood. Admitted to rule out acute abdomen. Abdomen: some diffuse tenderness. Referred to dr. (B)(6); did colonoscopy, found diverticulosis. Has uncontrolled hypertension. Discharged in stable condition. (B)(6) 2006: (B)(6) hospital center. Nurse notes. Upper respiratory infection x 2 weeks, increased cough, pain left lower abdomen. Has constant cough. (B)(6) 2006: (B)(6) hospital center. (B)(6). Radiology ¿ abdominal series with single view chest. Indication: shortness of breath, abdominal pain. Impression: nonspecific findings. (B)(6) 2006: (B)(6) hospital center. (B)(6), md. History and physical. Coughing last couple of days; productive. Low grade fever. Currently being treated for diverticulitis. Weight 220.4 pounds. Abdomen: soft, no masses or distention. Mildly tender left lower quadrant. Impression: viral bronchitis, benign hypertension, diverticulitis. (B)(6) 2006: (B)(6) hospital center. (B)(6), md. Discharge summary. Diagnosis: viral bronchitis. Admitted with bronchospasm, rule out occult pneumonia. Started on antibiotics. Started on solu-medrol, given insulin sliding scale. Recovered quickly. Blood cultures, one of four bottles gram positive cocci; probably contamination. Kub flat/upright or acute abdominal series was negative. (B)(6) 2007: (B)(6) hospital center. [Signature illegible]. Emergency department visit. Pain lower back. Back surgery 1 week ago. Chronic cough-mild. Back: midline wound with 5 cm [illegible] part of wound is open and draining. Impression: postoperative wound with surrounding erythema [illegible]. (B)(6) 2009: (B)(6) hospital center. (B)(6). Radiology ¿ CT abdomen with/without contrast. Indication: abdominal pain. Abdomen: findings: prior hernia repair with mesh. Since (B)(6) 2005, mesh has become more convex ventrally and there is soft tissue posterior to the bunched-up mesh that appears thicker. Probably a seroma associated with the mesh changed in configuration due to the changing configuration of the mesh. Correlate clinically. Inferior and to the right of mesh is a 7 cm hernia sac that contains nondilated small bowel loops. Neck of hernia sac fairly broad measuring about 4 cm. Hernia sac has increased a little in size. Impression: dilatation of bile ducts probably related to high capacity biliary tree post cholecystectomy. Sub centimeter low-density in right lobe of liver new from 2005, likely cyst. Change in mesh related to prior hernia repair. Slight increase in ventral hernia adjacent to the mesh since 2005. Diverticula, no diverticulitis. (B)(6) 2009: (B)(6) hospital center. Nurse notes. Nausea/vomiting, abdominal pain. Weight 103 kg. History: cerebral vascular accident, diabetes mellitus, chronic obstructive pulmonary disease, osteoarthritis. (B)(6) 2009: (B)(6) hospital center. [Signature illegible]. Emergency department visit. 1-day history of abdominal pain and cramping. History of iron-oral. Hernia-scheduled for repair monday. Associated nausea/vomiting. Abdomen soft, tender to palpation. Impression: small bowel obstruction, abdominal pain, urinary tract infection. Admitted. (B)(6) 2009: (B)(6) hospital center. (B)(6). Radiology-CT abdomen/pelvis with/without. Indication: nausea/vomiting, abdominal pain. Biliary duct prominence, may relate to prior cholecystectomy. Small cyst within right lobe of liver. Post-surgical changes consistent with ventral hernia repair with midline mesh placement deep to which there is small intra-abdominal fluid. Inferior to the right margin of mesh is a small right ventral abdominal wall hernia, contains unobstructed small bowel segment. Liver, pancreas, spleen, adrenals, kidneys unremarkable. No lymphadenopathy, no free air. There is abnormal small bowel signal within mid abdomen and possible short segmental thickening within the right lower abdomen and relative transition distally. There is small free fluid. Impression: evolving mid small bowel obstruction suspected with mild thickening small bowel segment. No obstructing mass or hernia by CT. Midline ventral hernia repair with associated adjacent fluid without hernia. Right lower abdominal wall hernia with associated bowel without obstruction within the hernia. Status post cholecystectomy which probably accounts for biliary duct prominence. Mild diverticulosis sigmoid colon. (B)(6) 2009: (B)(6) hospital center. Microbiology. Urine culture. Specimen: urine clean catch. Isolate 1 (final): >100,000 (cfu/ml) colony count klebsiella pneumoniae. (B)(6) 2009: (B)(6) hospital center. (B)(6), md. Consultation. Was in dr. (B)(6) office last week for preop for what apparently is an incisional hernia repair next monday. Yesterday had some stomach pain, tried to eat, pain got worse, tried to eat again and then had nausea and vomiting. Presented to emergency room, found to have ileus. Exam: nasogastric tube, abdomen; soft, fairly flat, not distended, no masses, no hernia palpated, decreased bowel sounds. Slightly low albumin of 3. Acute abdominal series revealed few scattered air-fluid levels suggesting ileus. Impression: ileus versus small bowel obstruction. Abdominal hernia. Diverticulitis. Cystitis. (B)(6) 2009: (B)(6) hospital center. (B)(6). Radiology-abdominal series with single view chest. Indication: small bowel obstruction. Ng tube in place coiled in stomach. Mild cardiomegaly present. Lung fields appear free of infiltrate or vascular engorgement. Surgical clips project in right upper quadrant consistent with cholecystectomy. Changes of vertebroplasty at t11 and l2. Changes spinal fusion l4-l5 and l5-s1. Laminectomy at l3-l5 noted. Dilute contrast in urinary bladder. Bowel gas patter nonspecific with few scattered air-fluid levels testing ileus. No free air noted. Impression: few scattered air-fluid levels suggesting ileus. Otherwise no acute process. (B)(6) 2009: (B)(6) hospital center. (B)(6), crna. Anesthesia record. Weight 222 lbs, asa 3e. (B)(6) 2009: (B)(6) hospital center. Implant record. Exploratory laparotomy, lysis of adhesions, small bowel adhesions with release of intermittent small bowel obstructions, intermittent incarcerations, incisional ventral hernia repair with mesh. (Removal of old mesh). Bard collamend implant. (B)(6) 2009: (B)(6) hospital center. Intra-op record. Wound class I. Specimens yes. Culture x1 sent to lab ¿ anaerobic, aerobic, gram stain (mesh). Drains: 7 mm jp drain. Dressing applied with abdominal binder. Implant: seprafilm x 4 to abdomen, bard collamend implant. (B)(6) 2009: (B)(6) hospital center. (B)(6), md, phd. Pathology report. Accession: s0908695. Specimen(s): a. Abdominal mesh. Clinical history: ventral, incisional hernia with reducible small bowel. Final diagnosis: abdominal mesh (gross only). Gross description: specimen is received in formalin and labeled as abdominal mesh. Specimen consists of mesh which measures 11 cm in greatest dimension. Microscopic description: no microscopic. (B)(6) 2009: (B)(6) hospital center. Microbiology. Culture, anaerobic. Specimen: abdominal mesh. Culture result (final): no growth after 72 hours. Culture, other. Specimen: abdominal mesh. Gram stain (final): rare wbc, no bacteria noted. Culture result (final): no growth after 72 hours. (B)(6) 2009: (B)(6) hospital center. (B)(6), md. Consultation. Abdominal surgery done today. Postoperatively continued to require mechanical ventilatory support. No postoperative complications noted. Current antibiotics, flagyl and cefoxitin. Exam: ventilator, afebrile, obesity, lungs; decreased breath sounds at bases, abdomen; bowel sounds absent. Wbc 5.8, chest x-ray showed bibasilar atelectasis. Status post abdominal surgery, history of hypertension, gastroesophageal reflux disease, will continue ventilatory support, have weaning trial, if tolerated will extubate. (B)(6) 2009: (B)(6) hospital center. [Signature illegible]. Progress notes. (B)(6) pulmonary: on ventilator in respiratory failure. (B)(6) pulmonary: respiratory failure resolved. Extubated (B)(6). Acute respiratory failure. (B)(6) 2009: (B)(6) hospital center. (B)(6), md. Discharge summary. Diagnoses: chronic severe abdominal pain secondary to gore-tex dual mass [sic] deterioration. Multiple partial small bowel obstruction. Malignant hypertension. Anxiety disorder. Gastroesophageal reflux disease. Loss of the lumbar disk syndrome. Cystic urinary tract infection. Bilateral total knee arthroplasty. Principal procedure: exploratory laparotomy, lysis of interloop small bowel adhesions and obstruction, removal of gore-tex dual mesh. Ventral herniorrhaphy with collamend screen (portion). Course: underwent ventral herniorrhaphy first by release of multiple small bowel obstruction and lysis of adhesion. Had collamend screen placed. Postoperative course uneventful. (B)(6) 2009: uhc. (B)(6), rn. Discharge instructions. Activity: no lifting, no tub bath, no driving. Activity level as tolerated; no pushing, pulling, straining. Records span (B)(6) 2002 to (B)(6) 2009. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established; h6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open unknown type of hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic abdominal pain; acute partial bowel obstruction; recurrent ventral hernia; infection; contraction. Additional event specific information was not provided.